Event description:
It was reported that during uncovering, the healing abutments did not seat. No impact to the patient reported.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative two healing abutments (iwth56 & imha36) were returned for investigation. Visual evaluation of the as returned products identified no malfunction/damages. Functional testing was performed using in-house mating device and no malfunction was identified. Additionally, measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the devices were determined to be within design specifications. Device history record (DHR) review for the lots (1248387 & 1249645) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lots (1248387 & 1249645) for similar events and no other complaint about nonconforming products was identified. Therefore, based on the available information and functional testing, device malfunction has not occurred and the reported event has been unconfirmed.

Event description:
No further event information is available at the time of the report.